Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump component collapsed during pumping. During the procedure, a leak was discovered in the pump tubing. The entire ipp system was explanted and replaced as a result. The procedure was successfully completed without any patient complications. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.